Manufacturer narrative:
The reference c20096 has been allocated to this case by rayner. The event description provided states that the haptic broke during implantation necessitating explantation of the iol. The healthcare facility has confirmed that a back-up iol was implanted successfully during the original surgery session and that there was no injury to the patient as a result of the event. The rayone toric rao610t was discarded by the healthcare facility following explant. The rayner risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, user removes injector from tray prior to inserting viscolastic, causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge, resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone toric rao610t batch 128127909 showed that all manufacturing and quality checks wee conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the rayone toric rao610t (december 2018) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone toric rao610t batch 128127909. The rayone toric rao610t is not available in the united states; however, the haptic design is the same as the rayone aspheric rao600c which is available on the market in the united states.

Event description:
On 1st march 2020, rayner intraocular lenses limited received notification from its (B)(4) affiliate company of an event that occurred at an (B)(6) healthcare facility during use of a rayone toric rao610t. The event description provided states that the haptic broke during implantation necessitating explantation of the iol.